Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ lot number zabdbla0 was not recognized. Could you please provide the correct lot number of product vcp9378h? The customer said the lot number was zabdblao ¿ is the sample available to be returned for evaluation. The customer has advised that: ¿no unfortunately the suture was disposed of with it being part of the count, we have kept the rest of the batch to one side though for now¿. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ how many devices demonstrated the alleged deficiency? ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? ¿ were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needle kept coming off during use on several of the sutures. No adverse patient consequences were reported. Additional information was requested